Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the tamper seals to be missing but no physical damage. Functional testing was unable to duplicate the reported issue, the device was found to be delivering within specification. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette was empty, but the quantity was incorrect. There was unknown patient involvement.